Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon has been experiencing issues with er320. During case, the rep noticed a pear shaped clip. No other issues reported during case. It was noted upon inspection of device at the end of the case that one of the clip legs was pitched inward while the other leg was properly flush in the jaws of the device. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The intraoperative photo shows a slightly pear shaped clip lying on tissue after having been fired from the device. Additional clips can be seen, but not well enough to judge their form. Partially formed/pear shaped clips are typically the result of excessive backward longitudinal force during the firing stroke. When this occurs the clip gets pushed back into the jaws, preventing the apex of the clip from being collapsed by the jaws. Based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing.

Manufacturer narrative:
(B)(4). Additional information received: in the event it stated that the surgeon is experiencing issues with the er320 device. Was it just this procedure? Surgeon has been experiencing issues with the er320 across multiple cases but I believe mainly on lap chole procedures. Or has the surgeon been having trouble in other procedures? Mainly lap chole is yes , have the other device complaints been reported? Other device complaints have been reported for this surgeon.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws. In addition, an intraoperative photo was submitted for review. The clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. However, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.